Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a - the patient has not undergone explantation or reoperation at this time. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast reconstruction revision with 750 cc smooth mentor memorygel breast implant has experienced suspected implant rupture, enlarged lymph nodes, back pain and aches postoperatively, all on the right side. Rupture was indicated by MRI. Furthermore, the patient had surgical intervention of guided biopsy performed, and per the patient, biopsy results returned with negative findings, non-malignant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.